Event description:
It was reported that a patient presented to clinic with phrenic nerve stimulation by the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.